Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported "gross feathering" in an eye two weeks following an intraocular lens (iol) implant procedure. A yag laser of the anterior capsule to clear the visual axis was performed. The lens remains implanted.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Three photos showing slit lamp images of a pseudophakic eye linked to the file were evaluated. Image 1 of 3 shows an eye with a partially dilated pupil, a circular whitish area can be observed, apparently corresponding to the capsulorhexis edge. In addition a secondary edge arising from the space between the iol and the anterior capsule remnant can be observed. Image 2 of 3 shows an eye with dilated pupil, a circular whitish area can be observed, with two arrows (at 4:00 and at 9:00) indicating the capsulorhexis edge, in addition a secondary edge arising from the space between the iol and the anterior capsule remnant can be observed. Image 3 of 3 shows an eye with dilated pupil, a circular whitish area can be observed. In addition a centripetal arising from the space between the iol and the anterior capsule that respect the center of the eye (visual axis). The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The photo observations may be compatible with anterior capsule opacification and lens epithelial cell on growth. The manufacturer internal reference number is: (B)(4).